Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed manifold assembly. During evaluation, faulty pressure sensor (fdl disconnected I start the console and I find that the pressure is -7 psi when it should be close to zero). Manifold assembly was replaced. Dirty fill tube also contributed to the reported issue. Fill tube was replaced. The device underwent and passed testing after all repairs. The device did not meet specifications and was influenced by the reported failure. The device was in use on a device patient. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had low flow. As per additional information on 24jan2023, patient switched to different device. Device was sent to ondée multiserices for repair. As per sample evaluation results received on 12apr2023, it was reported that the dirty fill tube also contributed to the reported issue.

Event description:
It was reported that the arctic sun device had low flow. Per additional information on (B)(6)2023, patient switched to different device. Device was sent to ondée multiserices for repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.